Event description:
It was reported that the patient had the inflatable penile prosthesis removed due to unspecified reasons. A new inflatable penile prosthesis consisting of 21 cm x 12mm cylinders, pump, and reservoir were implanted. Further information was requested and not yet received. Should additional relevant details become available, a supplemental report will be submitted. Additional information received indicated at the end of july 2019, the patient could not pump the device and the cylinders would not inflate due to a suspected pump malfunction. The reported outcome was that the patient now has a device that works.